Event description:
Recent hill-rom p623a siderail upgrade for their excel care bariatric bed results in siderail not being usable. A rubber wiper that's part of the new siderail upgrade gets caught in the latch mechanism and the siderail cannot be latched in the "up" position.====================== manufacturer response for hospital bed, excel care (per site reporter)======================our bed technician notified hill-rom that there was a problem with the wiper jamming the latch mechanism after the upgrade was first performed during early august. (Our beds were among the last to be done.) Their answer was that they had done these upgrades all over the country without any problems. They offered to re-upgrade our beds. They did so at the end of (B) (6) 2011 with the same result.